Event description:
It was reported that the physician's new programming tablet would not power on. Troubleshooting was performed and narrowed the problem down to a faulty charging cable. It was reported that the charging cable light would light up and then fade away. A new charging cable was provided to the physician. The faulty charging cable is expected to be returned, but has not been received to date.

Manufacturer narrative:
The initial report inadvertently reported this information incorrectly.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The tablet charging cable was received on (B)(6) 2014 for product analysis. However, analysis has not completed to date.

Event description:
Analysis of the tablet was completed on (B)(6) 2014. An analysis of the returned ac adapter was able to verify that it was unable to power a known good tablet. The cause for the anomaly is associated with a defective power supply. Further analysis could not be performed identifying the root cause to a component level because the power supply is manufactured by a 3rd party, and the schematics are not available.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the tablet confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.